Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed within the clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci neo-bladder reconstruction procedure, the prograsp forceps instrument had a broken wire. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.